Event description:
A customer reported the equipment's laser was working with high potency during a photocoagulation procedure. The procedure was completed with the same equipment, with no delay. There was no harm to the patient. No procedures were canceled due to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).